Event description:
The customer reported that they were not sure where the problem was with the zipper on the canopy. No pt injury was reported. Inspection shows that on both the large windows a & b, the zipper's slider body was open.

Manufacturer narrative:
(B) (4). Zipper issue. Results: large window a zipper slider body is open. Front side a has a two inch nylon rip and literature bag is ripped. Front side a is missing the right houdini clip. The large window b zipper slider body is open. (B) (4).